Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), lot: 7758136.

Event description:
Related manufacturer reference number 1627487-2022-05614. It was reported that patient experienced uncomfortable stimulation and shocking sensation at the ipg site. System diagnostics recorded low impedances. Surgical intervention was undertaken during which the physician noticed fluid in the ipg header and a lead fracture. The lead and ipg were explanted and replaced. Effective therapy was restored post operatively. The investigation did not determine the lead that was fractured.

Manufacturer narrative:
The report of shocking sensation was not able to be confirmed. Analysis of the returned lead found an outer tubing breach and tooling damage consistent with the explant procedure. There was no other damage that would have existed prior to explant that was observed. The lead passed output resistance and isolation resistance testing.